Event description:
The surgeon was removing a myoma in a pt's uterus by endoscopic resection when it was noted that the cutting loop electrode had broken. The wire loop had broken off, but the piece was retrieved. No pt injury or other problems were reported.